Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: device was returned in a product coil/hoop with flushing needle. No issues noted with hoop. Device was removed from hoop without issues. No mandrel or stent protector returned. A visual (via scope) examination of the crimped stent identified stent damage. Damage was noted to the most distal stent strut row with struts lifted and stretched distally. The stent showed no signs of movement on the balloon. The crimped stent od (outer diameter), of the undamaged proximal and mid-stent was measured and the result was within max crimped stent profile measurement. A visual examination (via scope) of the balloon sections found no issues. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual (via scope) and tactile examination of the hypotube found multiple hypotube kinks, these kinks were all located proximal of the proximal shaft markers. A visual (via scope) and tactile examination of the shaft polymer extrusion found no issues. A visual (via scope) examination of the tip found no issues with the tip. The device was loaded onto and tracked over a 0.014inch guidewire without issue. An attempt was made to inflate device to rated burst pressure however balloon did not inflate, no leaks were noted and the device was holding pressure, it appeared that hardened contrast media in the inflation lumen was preventing the liquid from reaching the balloon. The device was placed in waterbath at 37 degrees for in an attempt to soften the hardened media. Three hours later another attempt was made to inflate the device, the balloon inflated successfully to rated burst pressure, balloon held pressure and stent deployed successfully, deformation of distal end of deployed stent (noted at the same distal location as damage noted when stent was crimped), vacuum pulled and device deflated fully in 14 seconds. Note encore inflation device verified before and after use. No other issues were identified during the product analysis.

Event description:
It was reported that the customer was dissatisfied. A 12 x 4.00 promus elite stent balloon was used inside the patient during a procedure. The customer was reported to be very disappointed. No patient complications were reported in relation to this event. However, device analysis revealed stent damage.